Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip device were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, coronary artery disease, atrial fibrillation. Complications reported included death, stroke, myocardial infarction, pericardial tamponade, renal failure, dialysis, re-intervention, prolonged hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
The article "residual mitral regurgitation outweighs mean pressure gradient in predicting long-term survival after transcatheter edge-to-edge repair across mitral regurgitation etiologies" was reviewed. The article presented a prospective multi center study, to evaluate the impact of mpg and residual mr on survival following teer. Devices mentioned include mitraclip. The article concluded that an increased mpg of 5¿6 mmhg in patients without relevant residual mr did not lead to an increased mortality rate across all mr entities, demonstrating the pivotal role of residual mr for survival following teer. [The primary author and corresponding author was peter boekstegers at witten/herdecke university institution with corresponding email peterboekstegers@gmx.de]. The time frame of the study was august 1, 2016, to april 1, 2020. A total of 1485 patients were included in this study, of which 1485 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included hypertension, diabetes, coronary artery disease, atrial fibrillation. (B)(4), unk mitraclip. Peri- and post-procedural complications included death, stroke, myocardial infarction, pericardial tamponade, renal failure, dialysis, re-intervention, prolonged hospitalization